Event description:
It was reported the patient experienced a sharp pain and sensitivity to touch along the lead site. The pain increases with activity. The patient has recently lost some weight. Diagnostics revealed no anomalies.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.